Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was returned for analysis. Visual and microscopic inspection revealed imaging window was detached. Microscopic inspection revealed the imaging core was kinked. Impedance testing showed an electrical open in the distal catheter at 0-10 cm, but x-ray analysis showed no discernable defect.

Event description:
Reportable based on device analysis completed on (B)(4)2023. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. An opticross hd imaging catheter was introduced for ultrasound examination of the target lesion. During insertion, a dark image occurred before reaching the lesion area. The procedure was completed with another of same device. There was no patient injury. However, device analysis revealed the imaging window was detached.